Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, on (B)(6) 2012, the patient reported clear drainage and inflammation around the abutment site. The patient was prescribed augmentin (dosage not reported) although no infection was identified. On (B)(6) 2013, inflammation was observed at the implant site, and the patient was prescribed a second course of antibiotics (type and dosage not reported.) The implanted device remains.